Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported the handpiece will not attach. The event timing was during testing. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. . Review of the most recent repair record determined the handpiece will not attach and the calibration was out at the zero reading. The head, swivel, control bar, thickness control lever, hose, reciprocating arm, motor, eccentric shaft, adjustment cams, poppet assembly, o-rings, bearings, planetary carrier, gears, throttle lever, and various other parts were replaced due to age and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.